Manufacturer narrative:
The complaint device was not available for evaluation, for it was discarded by the end-user facility. However, photographs of the device appeared to show that the bottom seal guide had detached from the upper seal housing assembly. The seal guide had broken apart. Without examination of original device the root cause of the reported event is unable to be determined. However, based on the damaged condition observed in the photographs, it is believed that the most likely cause of this reported event is most likely use related (i.e use of instrument in excess of 12.6mm width, use of an incompatible instrument). The device was manufactured 22-sep-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. (B)(4). The oneport trocar system has applications in a variety of endoscopic procedures to provide a means of abdominal entry and access for endoscopic instruments. The single-use seal bodies are required for use with the oneport multi-use cannula. These replacement seal bodies are available individually packaged and sterile. To prevent damage to the device and leakage of pneumoperitoneum, the instructions for use (IFU) provides the following caution: - verify compatibility of laparoscopic instruments and accessories from different manufacturers before utilizing them together in a surgical procedure. - use of instruments in excess of 12.6mm may result in damage to the trocar and/or instrument. - before using reconditioned instruments with the conmed oneport trocar system, verify that they meet the original manufacturer's specifications.

Manufacturer narrative:
The device was discarded by the end-user at the completion of surgery. On completion of the conmed evaluation a supplemental MDR will be filed. Device discarded by end-user.

Event description:
During a laparoscopic cholecystectomy and use of oneport trocars, a component of a oneport 5-12mm seal body (interior plastic ring) broke and fell into the patient's peritoneal cavity. The ring was immediately retrieved. The surgery was completed without further incident. The device was disposed of at the end of the surgical procedure by the end-user.